Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by a consumer that the needle on a bd integra¿ 3 ml syringe with detachable needle broke off in the injection site. The consumer reported he will follow-up with his general physician. There was no additional report of medical intervention.

Manufacturer narrative:
Investigation summary: no samples displaying the condition reported are available for examination. We were unable to fully investigate this incident. DHR review for batch 4119950 (p/n 305271): manufacturing dates: 05/03/2014 to 05/04/2014. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 4119950 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Investigation conclusion: no samples (including photos) were returned therefore the complaint could not be confirmed.